Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a complaint about a boston scientific cardiac resynchronization therapy defibrillator (crt-d) with an unknown reason. No additional information was available. This crt-d remains in service. No adverse patient effects were reported.